Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient received a heart transplant. It was also reported that the patient had hemolysis. Additional information regarding these events was requested; however, the hospital staff declined to provide more information.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Examination of the sealed inflow conduit found a white, tissue-like deposition in the graft conduit. The deposition was adhered to the graft lumen and was obstructing the majority of the flow path. Examination of the outlet stator found a denatured, red, tissue-like thrombus around the outlet bearing. The tissue did not show laminated layering, indicating that the thrombus did not likely form in the outlet stator. The observed thrombus would have contributed to the reported hemolysis. The evaluation could not conclusively determine the cause of the thrombi. Visual inspection of the pump bearings and bearing cups found no anomalies. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchanges due to hemolysis were reported under 2916596-2015-00051 and 2916596-2015-00992. Approximate age of device ¿ 64 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.